Event description:
Initial assessment identified an increased intra-peritoneal volume (iipv) situation was which occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2500 ml and the total drain volume was 4664 ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.